Manufacturer narrative:
Patient weight unavailable from site at time of this report. Device manufacturing date is unavailable at the time of this report, however, has been requested. RMA issued. Site declined to return suspect device to manufacturer for further evaluation; reporting the instrument is currently working properly; there was no explanation provided. The medtronic representative cautioned the site regarding continued use without further testing by the manufacturer.

Manufacturer narrative:
Provided correct lot number and device manufacturer date.the suspect instrument was removed from the site's instrument tray by the medtronic representative. There were no issues found with the navigation system.

Event description:
A medtronic ent representative reported that, "while I a frontal endoscopic sinus surgery (fess), a surgeon alleged problems registering the straight suction." The surgeon did register the patient and completed the procedure with image guidance. There was no impact on patient outcome.